Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the surgical mesenteric artery stent replacement procedure was performed when the issue happened. The procedure was delayed and completed by using mobile c-arm. A philips remote service engineer (rse) checked the system remotely and found the reported problem. After reviewing the log, rse found converter errors. Upon troubleshooting, fse found issue with kv ma control unit and converter. To resolve the problem, fse replaced kv ma control unit and converter and return the part for further analysis and kv ma control is found to be electrically defective. After replacement of kv ma control unit and converter, the system was restored to normal working order. The codes were updated based on the investigation outcome